Manufacturer narrative:
Results: the strain relief was unraveled by the penumbra investigator and the penumbra system ace 60 reperfusion catheter (ace60) proximal shaft was fractured underneath the strain relief approximately 1.0 cm from the hub. The ace60 was ovalized approximately 11.0, 11.5, 37.0, and 80.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the ace60 was fractured underneath the strain relief. This type of damage typically occurs due to improper handling during use. If the device is forcefully manipulated at an extreme angles during use, damage such as this may occur. While decontaminating the ace60 a leak was observed underneath the strain relief at the fractured location. Further evaluation of the returned device revealed that the ace60 was ovalized. These ovalizations were likely incidental and may have occurred while packaging the device for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a stroke using a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, the physician made two successful passes using the ace60 with a neuron max 6f 088 long sheath (neuron max). Then, the ace60 became kinked near the hub as the physician injected contrast into the ace60. The ace60 began to leak and therefore was removed. The procedure was then completed using a new ace60 and the same neuron max. There was no report of an adverse effect to the patient.